Event description:
On an unreported date the home patient experienced an infection later identified as peritonitis. The nurse reported and confirmed that when the patient was hospitalized for the heart related issues, the patient experienced diverticulitis. The patient was treated for peritonitis (antibiotic therapy unknown name, dose, frequency, and route). The patient's nurse stated the cause of peritonitis was a perforated bowel secondary to the patient's diverticulitis. No additional information was available at the time of this report. This is report 2 of 4

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h12i14016, h12j07043 and h12j01095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4). .